Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. Additionally, the plaintiff allegedly experienced fistula, abscess and underwent subsequent multiple revision, multiple abdominal pelvic surgeries and corrective procedures. It was also reported that the plaintiff died. The cause of death was not reported.